Manufacturer narrative:
On 09/11/2015 a medtronic representative, following-up at the site, confirmed no delay or patient impact. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. The surgeon deemed they were off target by 1 centimeter when using the pentero microscope as compared to the pointer probe. No further details of the procedure were provided. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.